Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was not feeling like himself. A review of the device data identified an episode in which shock delivery escalated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). Undersensing occurred which ended the episode; however, the rhythm appeared to continue. Defibrillation threshold (dft) testing was performed three weeks later with a successful conversion and a stable impedance measurement. No additional adverse patient effects were reported.